Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the fse noticed on the cardiosave intra-aortic balloon pump (iabp) a damaged fiber optic door on upper panel assy. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) discovered a damaged fiber optic door on upper panel assy, to fix the issue he replaced the upper panel assy which corrected the issue. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.